Manufacturer narrative:
On (B)(6) 2019, mentor received a photo of the suspect medical device and additional information that the patient underwent explantation without replacement on (B)(6) 2019. Per hcp, the device was severely ruptured and cannot be returned. Evaluation summary based on photo: according to the information received, it was reported a rupture in a breast implant. Upon visual inspection of the picture, the device was observed to ruptured. The photos do not provide enough evidence to determine root cause. Hands on analysis should provide the evidence necessary to confirm the root cause. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process, complaint trends for mentor devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast reconstruction primary with an unknown mentor gel breast implant and experienced postoperative right-sided rupture. The rupture was confirmed by MRI. As a result, the patient underwent explantation on (B)(6) 2019.